Manufacturer narrative:
The patient¿s death was multi-causal with complex health history, but the leading cause was the brain clot related to the hole in the heart. The patient¿s death appeared unrelated to the device, but the device was used to assist with symptoms prior to patient passing away and then to pronounce clinical death. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been trying to rewarm an infant for the last 12 hours in an arctic sun device, but the baby has plateaued. Target 36.5c, patient 35.9c (hit 35.7c 4 hours ago), water 38c, flow 1.5lpm. They are trying to determine if there was anything else they should do and are concerned there could be clinical death. Baby directly on the pad, and "taco-ed" in. High water limit set to 38c. Suggested confirming if they can increase the high-water limit to 40c. Explained a radiant warmer may be added if their protocol allows. Per follow up information received via phone on 28apr2026, spoke with charge nurse who confirmed patient had passed away while on the device. They noted the female patient was 3.4 kg and had poor prognosis from the start of treatment. Admitted to the hospital with seizures and blood clotting in the brain. Patient had a history of atrial septal defect and fluid in the lungs. Arctic sun therapy was first used to cool patient due to brain swelling. Treatment had to be paused several times due to procedures and family visitations in the room. They later used the arctic sun to proclaim patient death. The nurse denied any device malfunctions, and it still remains in service. The patient¿s death was multi-causal with complex health history, but leading cause was the brain clot related to the hole in the heart. The patient¿s death did not seem related to the device, but device was used to assist with symptoms prior to passing and then to pronounce clinical death. Hx: patient had poor prognosis from the start of treatment. Admitted to the hospital with seizures and blood clotting in the brain. Patient had a history of atrial septal defect and fluid in the lungs. Arctic sun therapy was first used to cool patient due to brain swelling.